Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump display was missing segments. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer got hit by a car while riding a bike and customer is in the hospital because of the accident. Customer received new battery cap already. Customer insulin pump display was black and white. Customer was advised to discontinue from the insulin pump and revert to a backup plan. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify missing segments/partial display and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to a constant blank flashing white light on the display. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.